Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient and caregiver that the patient was experiencing a shocking sensation that started about 3 weeks ago. The patient has been having some issues with her lower back recently and at times her back is hurting so badly that she is in tears and she can't always stand it. The patient¿s pain is on one side of lower back and other times it¿s on other side or down the middle of the back. Some tests were done on the patient but they can't figure out what could be causing the patient that much pain. Patient reported at times it feels like something is shocking her. Patient services reviewed the option of turning implant off if medically appropriate to take the implant out of the equation to see if issue resolved with the device off, and advised the patient to follow up with their doctor. No further complications were reported or are anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.